Event description:
The customer reported that they were intermittently getting various image issues during fluoro including blank images, white images, distorted images, etc.

Manufacturer narrative:
During troubleshooting, the ge service rep noted the x-ray hand control was broken and the workstation date and time will not stay current. He replaced the interconnect cable, replaced the x-ray hand control, replaced the workstation 4.5 volt alkaline battery, and set the correct date and time. He also adjusted the beam alignment. The system now operates as intended.